Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with partial display due to corroded electronic assemblies. No critical pump error noted. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test. Due to partial display. Unit received with corroded battery tube, minor scratches on case, missing display window cover, stained keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.